Event description:
It was reported that the user experienced frequent hypoglycemia while using the ilet system, associated with repeated ¿more¿ meal announcements and multiple meal announcements clustered in short intervals, prompting a request for a factory reset and coaching on meal announcement use. Symptoms included insufficiently characterized health effects due to limited available information. Outcomes included insufficiently characterized impact due to limited available information. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no device malfunction, a usage problem related to improper or incorrect procedure, and involvement of the user interface in the event. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.